Event description:
Per the clinic, the patient experienced swelling at the implant site and underwent multiple aspirations of swelling collection in four occasions (specific date not reported). Following the events, the magnet migrated and the device was explanted on (B)(6) 2026. The patient was not reimplanted.